Event description:
It was reported that a hospital implant registration form received indicating that on (B)(6) 2022 the right ventricular (rv) lead was capped and replaced due to failure to capture and high thresholds. The lead was abandoned and will not be returned. The patient was asymptomatic.